Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) plates were contaminated. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there is contamination. Customer reporting the media is lighter in color and has swirls and dimples.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221261, plate trypticase soy agar 5% sb 100 ea, batch number 1364757 and bd complaint number (B)(4) for agar defects. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1364757 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute and bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All physical attribute and bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1364757. Retention samples from batch 1364757 were not available for inspection. Three photos were received for investigation. One photo shows the bottom of two plates, one from batch 1364757 (time stamp 0247) and one from batch 2020486 with the plate from batch 1364757 visibly lighter in color than the plate from batch 2020486. The expected color for this media is bright light to medium red. The second photo shows a plate from batch 2020486 held up to the light with no defects observed. The last photo shows a plate from batch 1364757 (time stamp 0247) held up to show poor mix of the media (swirls) and what could be small bubbles or pits in the media. No return samples were received for investigation. The photos did not show biological contamination and the investigation did not find a contamination issue in batch 1364757. Biological contamination was initially reported for this complaint but later clarified as not observed in the batch in question. This complaint can be confirmed for poor mix and pits. No complaint trends for appearance or surface defects have been identified for this product; no actions are indicated at this time.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) plates were contaminated. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there is contamination. Customer reporting the media is lighter in color and has swirls and dimples